Event description:
It was reported that the device does not perform suction.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. The serial number indicates that the device was released for distribution in 2010 a and review of the complaint history over a 3 year period reveals no other similar complaints relating to this product code and failure mode. If the device is returned in the future then this complaint will be reopened.

Manufacturer narrative:
Investigation summary: the returned device was received at our facility but unfortunately heavy contamination and external damage was observed on the unit before a full evaluation could be carried out. Due to health and safety reasons it was not possible to determine a root cause due to the condition of the device received. Based on these findings, the recommendation was made to dispose of the unit.